Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. Caire is attempting to have the unit returned for an investigation. If any new information is discovered, a follow-up report will be submitted. Note: this report was originally submitted on (B)(6) 2022, and is being resubmitted on (B)(6)2022 as the original submission failed to go through on webtrader due to the report number.

Event description:
On (B)(6) 2022, caire received a notification of the below incident from vitalaire austria: on (B)(6), the son of a customer informed vitalaire that on (B)(6), at around 3pm, the device liberator let out oxygen with no control. The son could not say exactly how it happened. His mother was burned on her fingers which were also swollen. She went to treatment and examinations at the wels state hospital.

Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. The unit was returned to caire for an evaluation. The unit had no signs of damage on the unit other than scratching on the serial plate and the qdv. No major damage. The problem as stated in the event was not replicated. The unit was in working condition and passed normal functionality.